Event description:
Revision surgery due to infection and loosening. Primary surgery date unknown.

Manufacturer narrative:
Batch review performed on 25 november 2024: lot 2102534: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2026-04-08. No anomalies found related to the problem. To date, all items of the same lot have been sold with one similar reported event during the period of review. Additional devices involved batch review performed on 25 november 2024: gmk-sphere 02.12.0025l femoral component sphere cemented size 5+ l (k140826) lot 1907932: (B)(4) items manufactured and released on 20-nov-2019. Expiration date: 2024-11-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 2103804: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 2026-04-26. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.